Event description:
It was reported that for the past 2 months the patient's (pt) tremors won't stop. Pt said they were calling because their charger makes they fully charged tones after only 2 minutes, all of a sudden, it will not recharge. Patient said prior to having this problem their tremor was fine. Reviewed the option for therapy being turned off. Worked with patient to synch with their implant and confirm therapy was off, the implantable neurostimulator (ins) battery was 100% charged. Patient was successful to turn therapy back on. Reviewed some recharging best practice. After several minutes pt confirmed they noticed the tremor was gone. Redirect to doctor. The patient mentioned unrelated medical history. This included patient said they have a non-rechargeable battery on one side and a rechargeable one on the other side.".

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.